Event description:
It was reported that during procedure, a sudden sound like glass cracking was heard, and then the debris shield was damaged. The fiber had been reused four times and resterilized. It was judged that the inside of the fiber was fractured. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Microscope inspection identified that the fiber tip was damaged, likely broken. Also, it was identified that the connector presented burn marks and there was no light exiting the connector face, indicative of internal connector fracture. Functional testing identified that there was no aiming beam, the console read: treatments used: 6 treatments left: 4. Also, an image was provided by the customer which shows the fiber tip end, however, it was unable to determine if there was damage. A device history record review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that the event of fiber cap/tip break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, the reported event of fiber cap/tip break was confirmed, as analysis of the fiber identified that the fiber tip was damaged most likely broken. Also, there was no light exiting the connector face. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Therefore, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during procedure, a sudden sound like glass cracking was heard, and then the debris shield was damaged. It was judged that the inside of the fiber was fractured. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Microscope inspection identified that the fiber tip was damaged, likely broken. Also, it was identified that the connector presented burn marks and there was no light exiting the connector face, indicative of internal connector fracture. Functional testing identified that there was no aiming beam, the console read: treatments used: 6 treatments left: 4. Also, an image was provided by the customer which shows the fiber tip end, however, it was unable to determine if there was damage. A device history record review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that the event of fiber cap/tip break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, the reported event of fiber cap/tip break was confirmed, as analysis of the fiber identified that the fiber tip was damaged most likely broken. Also, there was no light exiting the connector face. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Therefore, an investigation conclusion code of cause traced to component failure was assigned to this investigation. Correction to field d7a: sud reprocessed and reused? Correction to field h8: usage of device.

Event description:
It was reported that during procedure, a sudden sound like glass cracking was heard, and then the debris shield was damaged. It was judged that the inside of the fiber was fractured. The procedure was completed using another fiber. There were no patient complications.